Event description:
On (B)(6), 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump delivered 3 unprogrammed boluses and the patient suffered a low blood glucose (bg) level of "58 mg/dl." The patient denied programming the 3 reported boluses. While at school, the patient reportedly felt the pump vibrate like as if it was delivering insulin. The patient visited a school nurse and at the same time, the reporter went to the school and checked the pump. Upon review of the pump's history, the reporter noted that the patient received the following unprogrammed boluses: 10:18am, 2.95 units of 2.95 units; 10:09 am, 1.45 units of 1.45 units; and 9:55 am, 1.3 units of 1.3 units. The reporter gave the patient an injection of glucagon as a precaution and he also drank two 14 carb juices. The reporter rechecked the patient's bg during the call with animas and a reading of "152mg/dl" was obtained. The pump's home screen showed the correct time and basal rate. The reporter reportedly had to unlock the pump to check the device's history. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level and received a glucagon injection after the pump allegedly delivered 3 unprogrammed boluses.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.